Manufacturer narrative:
H6: 4110 - work order search found no similar complaints. Manufacturer narrative: secondary surgical intervention to remove and replace the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with rotation. The lens later exchanged for a longer length lens. Reportedly, "progressive anterior subcapsular lens opacities, low vaulting despite higher lens length." Cause of the event was other. If there are multiple reports associated with the event, include the following: "there are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
Correction: b2 additional information: b5: reportedly, "cataract: progressive anterior subcapular lens opacities." Claim# (B)(4).